Event description:
The customer's wife reported via phone call that the customer had been sick and went to the hospital on (B)(6) 2015 with a blood glucose of 37 mg/dl. Customer's blood glucose at the time of the incident was 28 mg/dl. Customer had low blood glucose 4 days before the hospitalization. Customer was admitted as an inpatient for medical treatment. Customer does not know the cause of the low blood glucose. Customer had rapid acting insulin and had no reservoir in the pump. Customer stated that the reservoir was not manipulated while connected. Pump passed the displacement test. It was found that the customer had a kidney transplant a year prior to the incident. Customer was advised to monitor the pump and call back if issues persist. Customer will monitor and speak with their health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.